Manufacturer narrative:
The following was noted in the ¿as found condition¿: device has cracked cases/door assembly/fluid shield. The device has very strong burn smell so further visual inspection was done, and the following was found: driver pwa has burn marks app pwa has corrosion possible fluid ingress on power supply pwa and power cord the logs were not accessible due to as found condition. The device failed inspection due to as found condition also no further testing carried out due to the condition of pwa¿s. The complaint was confirmed, and probable cause for complaint, cracked cases/door assembly/fluid shield and fluid ingress is customer abuse. Comments: device for mdo due to as found condition

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a plum 360 driver new where the customer reported that the pump started to smoke while functioning with a patient in the hospital during infusion. There was patient involvement, but no harm, no delay in therapy, and no adverse event as a result of this event.